Event description:
It was reported that a 61-year-old female patient underwent a breast reconstruction with mentor cpx 4 breast tissue expanders 350cc tissue expanders and experienced deflation on the right side post-operatively, which was confirmed during a physical exam. As a result, the patient underwent device removal on an unspecified date.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On oct 10, 2023, additional information was received indicating the date of event was may 1, 2023. The implantation date was identified as (B)(6) 2022. The explantation date was identified as (B)(6) 2023. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2023, it was discovered that a device (lot number 9488642) received on (B)(6) 2023, was the impacted product related to this complaint. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection, leak testing, and microscopic examination, of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the medium height te 350cc breast implant. Leak testing was performed in accordance with mentor's procedures. Findings revealed multiple rents on the anterior view, between the shell and bladder. Microscopic examination was performed and the cause of the deflation could not be identified. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through mentor¿s quality system. According to the manufacturing investigation, the process controls and data records collected for the deflated device are within specification. In addition, the analysis performed at mentor could identify that the rents on the devices were formed from outside to inside. In conclusion, the rents reported on product complaint are not able to be confirmed as manufacturing defect. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).